Event description:
Customer reported a leak when using the synchron lx 20 pro system. The ise (ion-selective electrodes) assays were failing calibration and a contained leak from the ise flow cell was discovered on the instrument. The operator wore personal protective equipment of gloves and a lab coat while operating the instrument. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The customer stated all ise assays were failing calibration with reference noise, back to back, and range calibration errors. Customer technical support (cts) advised the customer to lift the ise module and check the tubing for loose fittings or leaks. The customer found leaking from the flow cell around the cl (chloride) electrode. Cts advised the customer to drain the flow cell and remove the cl electrode. The customer stated the cl retainer nut appeared crooked and was disintegrating in her hand; a service request was generated. On (B)(4) 2014, the field service engineer found that the customer has used a replacement cl retainer nut from a cx3 instrument to resolve the issue and stop the leaking. The fse provided the customer with a new cl retainer nut. The fse also discovered the k (potassium) and co2 (carbon dioxide) retainer nuts were in poor condition and ordered replacements. Identification of failure mode: the failure mode is a damaged chloride retainer nut (p/n 660329). No erroneous results were generated or reported. A leak from the flow cell can impact any or all chemistries, including critical chemistries. (B)(4).